Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's care giver stated at about 1:30pm on (B)(6) 2018, the cgm alerted the patient and was displaying low for nearly an hour. Within the hour that the cgm was displaying low, the patient started presenting symptoms of a low. The patient's care giver gave the patient large amounts of glucose to increase the patient's level's. A finger stick was taken, and the patient's bg was at 24.4mmol/l and the ambulance was called. When the patient arrived at the hospital, their bg was tested and was above 33.3mmol/l. The patient was administered 23 units of insulin. The patient was admitted to the hospital for about 3 hours and upon discharge, the patient's bg was 15.5mmol/l. It was indicated at 10:00pm, the patient's bg was down to 10.9mmol/dl before going to bed. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of inaccuracies was confirmed. A root cause could not be determined via data.